Event description:
It was reported that insulation damage was observed on the right ventricular lead. Electrical values were normal. The lead was capped and replaced during an atrial lead revision procedure.